Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined in this complaint; however, the recurrent mitral regurgitation (mr) was due to slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. Two ntr clips were successfully implanted, reducing mr to a grade of 2. On (B)(6) 2020, transesophageal echocardiogram (tee) was performed and showed ntr clip (90820u238) had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported migration that resulted in recurrent mitral regurgitation was due to challenging patient anatomy. The reported patient effect of mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.b2: added required intervention, hospitalization h6: device code 4003 added. Code 2507 removed method code 4114 removed, 4117 added h10: additional mfg narrative updated.

Event description:
Subsequent to the initially filed report, the following information was received: it was stated that a single leaflet device attachment (slda) did not occur, but due to redundant leaflets, the clip was mobile on the leaflets, but remained attached. On (B)(6) 2020, an additional procedure was performed to stabilize the mobile clip. One clip was implanted, and mitral regurgitation (mr) was reduced from 3+ to 1+. No additional information was provided.